Event description:
The above date of event is the actual date that I was diagnosed, and I had other symptoms that were part of the diagnosis years before the actual diagnosis. It was during some dental work that I was having done that the more severe symptoms started to flare up. My dentist recommended that have some old fillings replaced and amalgams were covered on my dental plan. I had a total of 5 teeth refilled with silver/amalgam on the left side of my mouth, in 1998 and 2 in 1999. The dentist wanted to continue to the right side of my mouth with another 4 fillings. At that time, I refused as it was right after my diagnosis.